Event description:
Pt reported that he has had a series of orthovisc injections 6 months ago with good results. The pt stated that he rec'd the 1st injection of orthovisc in the second series with good results. The pt rec'd the 2nd injection one week later and experienced swelling in the knee. The pt returned to his doctor and had fluid drawn from the knee 2 times and blood work was taken. He stated that the swelling is going down and his knee is feeling good.

Manufacturer narrative:
The device was not available to be returned and the lot number is unk. No further eval or investigation is possible.